Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information.

Event description:
It was reported that patient underwent a hip revision surgery approximately 6 years post implantation due to pain, metallosis, bone and tissue damage, lack of mobility, and elevated metal ions. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03177, 0001825034-2019-03179.

Event description:
It was further reported that approximately 6 years post op the patient was revised due to adverse local tissue reaction (altr), in-vivo corrosion, bone erosion, atrophy of the abductors, and necrosis. The cup was noted to be more vertical than an optimal position; therefore, the surgeon removed. The head, cup, and taper adapter were removed and replaced. Additional information was requested however, none was available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10841. Concomitant medical products: m2a-magnum modular head catalog#: 157446 lot#: 263600, bi-metric/x porous femoral stem catalog#: x181311 lot#: 858960 , m2a-magnum taper insert catalog#: 139258 lot#: 880580. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined; however, there are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip revision approximately 6 years post-implantation due to elevated metal ion levels.